Manufacturer narrative:
Device received with a critical pump error (open book error) and a pump error 35 found in the formatted history file. Unable to perform functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical broken force sensor error and insulin pump error alarm also they experienced high blood glucose. The customer¿s blood glucose level was 279 mg/dl at the time of the incident. Customer's other blood glucose was 272 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.